Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: she received treatment for migration and perforation. Discrepancy noted in essure insertion date: (B)(6) 2011(summons) and (B)(6) 2006 (ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.. Imaging procedure on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Explant date added. Events- migration/perforation: uterus, general abnormal bleeding, abdominal pain, psych injury and bladder/urinary problems: uti were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration, migration of essure device location of device: embedded at the cornu of the myometrial wall and through to the serosal surface of the uterus, with the majority f the partially uncoiled wire outside of the uterus'), fallopian tube perforation ('perforation (fallopian tube(s))') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, uterine enlargement, bloating, uterine fibroids and ovarian cyst. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro), hydrocodone, ibuprofen, paracetamol (acetaminophen) and thyroid (armour thyroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic pain"), anxiety ("psych injury, psychological or psychiatric problems condition:mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psych injury, psychological or psychiatric problems condition:depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),bilateral salpingo-oopherectomy and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, anxiety, vaginal haemorrhage, menorrhagia, depression, weight increased and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment for migration and perforation. Discrepancy noted in essure insertion date: (B)(6) 2011(summons) and (B)(6) 2006(ppf). Previously reported insertion date-(B)(6) 2006 and removal date-(B)(6) 2015 current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion the uterus appears normal. The bilateral fallopian tubes are occluded. No abnormality is identified. Pathology test - on (B)(6) 2014: cervix, uterus, fallopian tubes and ovaries, and metal coil, abdominal hysterectomy and bilateral salpingoophorectomy: uterine cervix with mild chronic cystic cervicitis and squamous metaplasia - atrophic endometrium with endometrial polyp - myomotrium with leiomyomata - uterine cornu with penetrating coiled wire (gross diagnosis) - enucleated leiomyoma - right tube with no histopathologic abnormalities - left fallopian tube with paratubal cyst - right and left ovaries with benign inclusion glands/cyst - separate fimbriatec end fallopian tube tissue with paratub2.1 cysts - no atypia or maligrancy ldentified. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events " abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression and mental anguish, perforation (fallopian tube(s)), weight gain / loss specify which one: weight gain " were added. Concomitant drug, medical history, reporter information and lab data were added. Patient demographics was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.